Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for power error. The customer¿s blood glucose was 8.1 mmol/l. The customer stated that the internal power source in the pump is unable to charge. The customer was advised and explained the troubleshooting. The insulin pump will not be returned for analysis.